Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing erratic blood glucose values of 21-596 mg/dl for 4 weeks. He stated experiencing hypoglycemic comas in 2009, and he was assisted by his wife. He did not require medical attention. His normal blood glucose level is 140 mg/dl. He stated that e7 (electronic) error and e8 (power interrupt) error have been displayed in the past 3-4 weeks and the infusion device shuts down in the middle of the night because he does not notice the alarm. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.